Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings during fill 5 of 6. The patient canceled treatment and fluid was found when cassette was removed from the cycler. There was fluid in the cycler pump module area and fluid on the cassette. Patient was advised to let cycler dry out and try it again for next day treatment. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to let the cyler air dry and then resumed using it the next day.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings during fill 5 of 6. The patient canceled treatment and fluid was found when cassette was removed from the cycler. There was fluid in the cycler pump module area and fluid on the cassette. Patient was advised to let cycler dry out and try it again for next day treatment. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to let the cyler air dry and then resumed using it the next day.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.